Manufacturer narrative:
Initial reporter: getinge service technician the correction of b5 describe event and problem and d4 catalog # deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 23rd june 2023 getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated, paint was chipping from domes and arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 23rd june 2023 getinge became aware of an issue with one of our surgical lights ¿ prismalix 4000. As it was stated and also confirmed by photographic evidence, the paint was chipping from domes, forks, spring arms and suspension arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Previous d4 catalog #: ard567212211c. Corrected d4 catalog #: ard567236992/ard567236988. Getinge became aware of an issue with one of our surgical lights ¿ prismalix 4000. As it was stated and also confirmed by photographic evidence, the paint was chipping from domes, forks, spring arms and suspension arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Quote of replace device was sent to customer. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling and it contributed to incident. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to the information gathered, the issue was discovered during maintenance. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. (Prismalix userman 0113103 3g, pages 23-24) to prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 23rd june 2023 getinge became aware of an issue with one of our surgical lights ¿ prismalix 4000. As it was stated and also confirmed by photographic evidence, the paint was chipping from domes, forks, spring arms and suspension arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated, paint was chipping from domes and arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.